Event description:
It was reported that the patient passed away due to bacteremia and septic shock. It was also noted that the patient had right sided heart failure. It was reported that the death was not considered to be device related and the device had operated as expected. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (infection, sepsis, right heart failure, and patient outcome) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists sepsis, infection, right heart failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.